Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of roll stand fell unexpectedly and is broken at the base. The device was in use. There was no reported patient or user impact.